Event description:
Reporter alleged, obtained a discrepant blood glucose result of 320 mg/dl on her active s system compared to the nurse's meter value of 129 mg/dl, when testing was performed within 1 minute of each other. Reporter stated, she had been receiving high blood glucose results in the 300s mg/dl for a few days and went to the nurse to have glucose tested. Reporter indicated no actions were taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.